Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the reported event was confirmed (via event logs). The host was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 13, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the host. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a procedure the power suddenly turned off. The unit was rebooted to complete the case. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the reported event was confirmed (via event logs). The host was replaced to address this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 13, 2013. Based on qa assessment, the product met specifications at the time of release. The host was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The host was installed onto a known good system. The assembly booted up and no system messages (sms) were generated upon boot-up. The sample was then put through the burn-in. There were no abnormal occurrences of a system shut down. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).